Event description:
It was reported the pt has experienced diarrhea since the implant date. The pt turned off the stimulation. The pt was scheduled for reprogramming, but canceled the appointment. The next course of action is to reprogram the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.